Manufacturer narrative:
H.6. Investigation summary: the customer reported being dissatisfied with the new luer connectors, and returned a photo of an unused sample. The photo cannot verify the complaint or identify the root cause. However, in this case, the root cause is known. The luer has undergone a design change and similar complaints have been received regarding this reported issue. An investigation has determined that the male luer connector is within its design parameters. The new male luer connector design does not allow for the securement collar to travel freely on the extension set tubing, and now sits in a groove on the male luer body. This is part of the design change of the new male luer connector. Device history record review for model mz5304 lot number 22119268 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked blood from the cap during use. The following information was provided by the initial reporter: "they changed the caps (used to be a blue cap) and they are leaking blood, seeping. The cap has the blood collect in it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector leaked blood from the cap during use. The following information was provided by the initial reporter: "they changed the caps (used to be a blue cap) and they are leaking blood, seeping. The cap has the blood collect in it."